Event description:
It was reported that cgm displayed error message while customer attempted to use sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, completed pump reset with guidance, confirmed error did not return, and successfully started new sensor session, with no additional information received regarding further outcome.